Manufacturer narrative:
Approximate age of device - 29 days. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Additional information - a full evaluation of the device could not be conducted as the device remains in use supporting the patient. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: information was received from the clinical specialist indicating that after confirming with the vad team, the event was a result of user error. The bedside nurse was reviewing exchanging power sources with the unit educator and they accidentally disconnected both power leads, causing the pump to stop. Power was reapplied and the patient has had no further issues. The patient is currently waiting to be transferred to a long term care facility.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that a log file was submitted to technical service for review without any correspondence from the vad team. During review of the data log a red heart alarm was noted. The log file appeared to show one pump disconnect alarm, followed by a loss of power to the epc system controller causing the pump to stop and resetting the internal clock. Once the power was restored the system operated for another 12.5 hours prior to the event log being saved. There was no report of the patient being symptomatic at the time of the event. No further information was provided and no subsequent events have been reported.